Manufacturer narrative:
(B)(4). UDI number could not be provided because the part and lot numbers were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. It should be noted that the reported patient effects of worsening mitral regurgitation (mr), aneurysm, hypertension, mitral stenosis, myocardial infarction, renal failure, septicemia (sepsis), mitral valve injury (tissue damage), worsening heart failure and cardiogenic failure as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the failure to adhere or bond, single leaflet device attachment (slda), complete clip detachment (ccd), device operates differently than expected and entrapment of device or device component in this incident could not be determined. Based upon the information reviewed, the mitraclip device likely contributed to the patient effects of mr, aneurysm, hypertension, mitral stenosis, myocardial infarction, renal failure, septicemia (sepsis), mitral valve injury (tissue damage), worsening heart failure and cardiogenic failure. The additional therapy/non-surgical treatments, surgeries and hospitalizations were a result of case-specific circumstances as treatments for the patients included mitral valve repair, mitral valve replacement, extracorporeal membrane oxygenation (ECMO), dialysis, and intra-aortic balloon pump support. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Estimated age- ages (B)(6) are reported per attached article. Estimated gender- 11 patients were female; 14 patients were male per attached article. The device will not be returned. A follow up report will be submitted with all relevant information. Article attachment: surgical mitral valve intervention following a failed mitraclip procedure.

Event description:
It was reported through a research article identifying the mitraclip device that may be related to increased or recurrent mitral valve regurgitation, leaflet injury, leaflet tear, severe adhesions between leaflets and/or subvalvular apparatus and/or chordae with the implanted mitraclip, leaflet prolapse, leaflet perforation, chordal tears, mitral stenosis, cardiogenic shock, low output syndrome, septicemia with acute kidney injury, left ventricular dysfunction, myocardial infarction, anterior wall aneurysm, severe pulmonary hypertension, single leaflet device attachment (slda), clip detachment, and device implant failure. Treatments included mitral valve repair, mitral valve replacement, extracorporeal membrane oxygenation (ECMO), dialysis, and intra-aortic balloon pump support. Specific patient information is documented as unknown. Details are listed in the attached article, titled "surgical mitral valve intervention following a failed mitraclip procedure".